Event description:
This file is a review of the following journal article: grant, d., arthroscopic superior and anterior labral repair of the shoulder with a biocomposite push in anchor: technique and short term results. Pages 1-10 (USA). The study emphasizes on the report of 100 labral repair patients with a technique performed with a biocomposite push in anchor between 2018-2021. The patients evaluated on course of this study: 100 patients. The article describes the following procedure: labral repair. The devices involved were: unknown gryphon br anchor. Complications described: unknown patients. 2 anchors broke upon insertion during slap repair due to technical error and were replaced without further problem. 4 anchors, during bankart repair, pulled out of bone due to inappropriate placement of the drill guide by the surgeon.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: this report is for an unknown implant. Part and lot number are unknown. Without the specific part number; the expiration date, UDI number, manufacturing site name, 510-k number and manufacture date are unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: the complaint device is not being returned, it was implanted in the patient, therefore unavailable for a physical evaluation. This complaint file was opened to document complaints derived through a journal article review. The journal article review indicated depuy mitek's product failure(s). Multiple attempts were done to obtain more information from the author, however, no response was received. It is unknown if complaints derived from this journal article were previously reported and documented in the depuy mitek complaint system at the time of occurrence as no product code/lot number information was provided to perform the search. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported problem. Since no lot number was provided, a manufacturing record evaluation or sterile load review could not be conducted. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent to which this complaint is observed in the field. Device history lot: no lot numbers were supplied which precludes conducting a DHR review or a lot-specific search in the complaints handling system.